Event description:
The MFR of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup cracked. No pt injury occurred. The MFR is attempting to obtain lens cup for evaluation.